Manufacturer narrative:
Continued phone number e1: (B)(6) the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown

Event description:
Health care professional reported capsular contracture baker grade unknown. This relates to an unknown side. Device remains implanted.